Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he kept receiving no delivery alarms during the priming process. He also mentioned that the drive support cap was sticking out of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.